Event description:
Nurse was setting up IV line. When nurse attempted to connect male luer connector of IV line to IV extension set, the luer connector became disconnected to IV line.

Event description:
Nurse was setting up IV line. When nurse attempted to connect male luer connector of IV line to IV extension set, the luer connector became disconnected to IV line.